Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? Tjr. Was any surgical intervention performed? No as far as we were informed. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. When the incision is closed and the area has been cleaned with a wet and dry cloth and the area is dry, they have placed the sticker according to the instructions along the incision line, then rotate the pen of the dermabond prineo as defined in the IFU in order to break the ampoule, then apply an even layer on top of the sticker. The surgeons waited about 2-3 minutes until the drambond dried and on top of that they placed a thin gauze pad layer and wrapped the entire surgical area with an elastic bandage. What prep was used prior to, during or after adhesive use? When the incision is closed and the area has been cleaned with a wet and dry cloth and the area is dry, they have placed the sticker according to the instructions along the incision line, then rotate the pen of the dermabond prineo as defined in the IFU in order to break the ampoule, then apply an even layer on top of the sticker. The surgeons waited about 2-3 minutes until the drambond dried and on top of that they placed a thin gauze pad layer and wrapped the entire surgical area with an elastic bandage. Was a dressing placed over the incision? If so, what type of cover dressing used. A thin gauze pad layer and wrapped the entire surgical area with an elastic bandage. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? The patient's sensitivities to latex and the smell of chlorine is the patient hypersensitive to pressure sensitive adhesives? Unknown was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown patient demographics: initials / ID, gender, age or date of birth; bmi. The patient is a female, beside that the information is unknown to us. Patient pre-existing medical conditions (ie. Allergies, history of reactions) the patient's sensitivities to latex and the smell of chlorine has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Name of surgeon? Unavilable. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon diagnosed the phenomenon as an allergy which was apparently caused by the patient's sensitivities to all kinds of factors including latex and the smell of chlorine. Is product available to return for analysis. No, it was thrown away. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an orthopedic surgery on (B)(6)2023 and topical skin adhesive was used. About two weeks after the operation, the patient contacted the surgeon and the dressing where blisters and redness can be seen. After checking with the surgeon, the surgeon diagnosed the phenomenon as an allergy which was apparently caused by the patient's sensitivities to all kinds of factors including latex and the smell of chlorine. The patient was instructed to apply penastil ointment due to itching in the dressing area. Except for itching, the patient does not suffer from other symptoms. Additional information has been requested.